Manufacturer narrative:
Unit unable to prime during prime/a33 test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Unit had a scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. No e70 alarm on alarm history.

Event description:
Customer reported her insulin pump is alarming motor error and has stopped delivering insulin. It occurred during bolus. The motor error has occurred more than once in 30 days. Customer's blood glucose level is 481 mg/dl. She has treated with manual injection. The alarm was cleared. The drive support cap appears normal. The device was not exposed to a strong magnetic field recently. The insulin pump was rewound and is now in preparing to prime stage. Customer says the device is priming now. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.